Manufacturer narrative:
No product was returned for investigation. As per clinical the reason the impella could not be inserted due to the stenosis and tortuousness. Physician did everything possible with a balloon and a stent, still impella did not pass, and the insertion was abandoned. The root cause of the delivery issue was most likely patient condition related due to the stenosis and tortuousness. The investigation has been completed.

Event description:
The user facility reported an 82-year-old male patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that an attempt was made to insert the impella, but stenosis and meandering were found in the left common iliac artery, and the impella was caught at the base of the pigtail and did not proceed. Although the blood vessel was dilated with a balloon, impella did not pass. A stent was also placed and tried again, but it did not pass, and the insertion was abandoned. No patient harm was reported.